Manufacturer narrative:
Product eval: the product was returned for eval. Solution, optic and haptic damage were observed. Results from the product history record review indicated the product met release criteria. File indicated that an unapproved lens/cartridge combination was used. Root cause: the root cause is most likely related to failure to follow the dfu. An unapproved lens/cartridge combination was used. The use of an unapproved products result in lens damage or improper delivery. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for the reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that after insertion of an intraocular lens (iol), he noted that the leading haptic was bent. The lens was removed through an enlarged incision and one suture was required. The surgeon reported the pt experienced. In a follow-up, the surgeon reported the event continues and that "healing is not yet completed". He reported that intensive anti-inflammatory and anti-pressure medications were used to treat the event. The surgeon also explained that "after release from the shooter, the lower haptic was bent by 190 degrees and repositioning of the haptic was impossible." Additional info provided indicated that an unapproved lens/cartridge combination was used during the surgery.